Manufacturer narrative:
(B)(4). The service engineer (fse) evaluated the device and replaced the expiratory flow sensor that was supplied by the customer. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator generated a patient disconnect alarm and did not deliver the set tidal volume. The patient was then transferred to another ventilator. There was no report of patient harm as a result of this event.